Event description:
Spontaneous call from patient to report the pump broke during his gamunex infusion. He only infused one syringe. Pump is used to infuse gamunex at doses above. Pt infused only a partial dose; no adverse events reported; unknown if device available for return; unknown lot/expiration. No further information known. Pt has been switched to hizentra as of (B)(6) 2021. Reported to (B)(6) by: patient/caregiver.